Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1202. The patient was implanted with two leads with the same lot number. It was reported that the patient is experiencing rib and abdominal stimulation when she increases the amplitude on her scs system. A sjm representative met with her and was unable to resolve the issue with reprogramming. It was also reported that the patient has pain at her ipg and lead sites. There is pain at the lead site when the scs is on, but when it is turned off it gradually subsides. Pain at the ipg site is intense, burning or stabbing in sensation with programs of amplitude 5.0 - 6.5 or greater and frequency more than 30. She is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.